Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 9/30/1991 and 6/21/2013 for a non-related issue. Evaluation of the device observed functioned within motor speed specifications, but the unit did not turn off and the poppet was stuck in a depressed position. It was noted that poppet was used in the previous repair of this device; this is from a defective lot of calibration specification and side to side calibration at the zero and thickness settings. Repair of the device included replacement of the head, neck, screws, throttle level, thickness control lever and all standard repair parts. The customer's reported event was due to the improper dimension causing the poppet to malfunction. The root cause of the dimension being out of tolerance is documented in an hhe. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome handpiece switch stays on. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.